Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and calibrated during the service call. The system was tested and put back into service.

Event description:
The customer reported that they heard arcing from the 9800 system during a case. No pt injury was reported.